Event description:
It was reported by repair work order that the lift would drift due to a damaged drive tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-06437.

Event description:
It was reported by repair work order that the lift would drift due to a damaged drive tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device to be repaired at a later date.